Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler, and the patient¿s hospitalization for pneumonia (pna) and hypervolemia/fluid overload on (B)(6) 2019. Per the pdrn, the patient¿s pna is community acquired and unrelated to the utilization of any fresenius product or device. However, the cause of the patient¿s weight gain and/or hypervolemia/fluid overload is unknown; therefore, causality cannot be determined. Due to the limited information made available for this investigation there is insufficient evidence to exclude the liberty cycler from having a possible causal or contributory role in the events. Hypervolemia/fluid overload is a common and often preventable process. There are many factors to consider when diagnosing hypervolemia/fluid overload. Factors such as, non-compliance, inappropriate prescription, loss of residual renal function, mechanical problems, and peritoneal membrane dysfunction are all significant considerations.

Event description:
It was reported that a peritoneal dialysis (pd) patient is in the hospital with pneumonia and also gained 20lbs in a month. During this time, the patient experienced several unknown alarms on the cycler. The patient was advised to discontinue the use of their cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient¿s pneumonia (pna) was community acquired, and unrelated to pd therapy or the utilization of any fresenius product or device. The patient¿s caregiver reported the patient has gained approximately 20 pounds of fluid in the last month, after experiencing several cycler alarms (specifics not provided). The cause of the patient¿s weight gain is currently unknown; however, the pdrn stated the additional drain option on the new liberty select cycler should help this patient greatly. The patient remains hospitalized and continues to undergo ccpd therapy without difficulty.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed the heater tray making slight contact with the top cover cabinet in the front left-side (display side) corner. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance. The cycler underwent and passed a system air leak test, valve actuation test, go/ no go gauge check, and patient sensor calibration check. The load cell verification was out-of-specification. An internal inspection of the cycler showed that the load cell was at an improper angle on the load cell bracket. After straightening the load cell on the load cell bracket, the heater tray was no longer making contact with the top cover cabinet. Subsequently, the load cell verification passed. The internal, visual inspection encountered insect infestation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.